Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the distal conductor of the lead was extrinsically over-rotated, the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth, and the helix of the lead became extrinsically distorted due to pulling/stretching/overstress. Visual summary analysis of the lead indicated damage at implant.

Event description:
It was reported that during the implant procedure the right ventricular (rv) lead fixation failed. The active tip of the rv did not move and could not be fix despite turning torque repeatedly, physician was unable to retract helix mechanism. Therefore a second rv was used but the same problem occurred with the second lead. The leads were not fixed and was replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.